Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements resulting in a mode switch to unipolar. Boston scientific technical services (ts) discussed programming options and further evaluation to determine the cause of the reported observations. This lead remains in service. No adverse patient effects were reported.